Event description:
It was reported that a patient presented with an infection noted on the system. The device and right atrial lead were not addressed. No further adverse patient consequences were reported.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.